Event description:
After 3 years 4 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon revised the glenoid to a lateral glenosphere. The surgery was completed successfully. No information on the glenosphere are available.

Manufacturer narrative:
Batch review performed on 14 october 2025 reverse shoulder system 04.01.0160 glenoid polyaxial locking screw - l26 (k170452) lot 2118699: (B)(4) items manufactured and released on 08-feb-2022. Expiration date: 24-gen-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2118702: (B)(4) items manufactured and released on 09-feb-2022. Expiration date: 26-gen-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported events during the period of review. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2118703: (B)(4) items manufactured and released on 18-feb-2022. Expiration date: 07-feb-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.